Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-17375 , 1627487-2021-17376 , 1627487-2021-17378. It was reported the patient experienced ineffective stimulation. Diagnostics indicated 2 leads had high impedances. In turn, all leads were explanted and new product implanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.